Event description:
It was reported that the patient experienced increased insulin use and frequent supply changes, with review indicating hyperglycemia events associated with missed meal announcements while using the ilet system. Symptoms included elevated blood glucose. Outcomes included no alarms reported and completion of troubleshooting and education, with guidance to announce all meals to reduce reliance on corrective dosing. Investigation included review of device-reported data and user interaction. Investigation of this case revealed user-related under-bolusing due to missed meal announcements, with device function consistent with design. It was concluded, based on previously established findings for similar reports, that the cause was use error related to meal announcement practices.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.